Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04292. The pt received her scs sys on (B)(6) 2008, including two leads (with different lot numbers). It was reported the pt had been boogie-boarding and fell. Subsequently, her stimulation changed. The pt reported having a grabbing or jabbing sensation in her spine near her tailbone. The pain was only when the stimulation was turned on. Reprogramming did not resolve the issue. The sys was explanted on (B)(6) 2011 and replaced with a new scs sys.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.